Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in tubing) during dwell 2 of 4. The home patient (hp) stated they did not have the supply bag connected all the way and it became disconnected. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The patient was connected either at the time of the alarm or observed air. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm is confirmed as the home patient stated they did not have the supply bag connected all the way and it became disconnected. Not properly connecting the bags is a use error that can cause this type of alarm. Per the patient at-home guide, users are instructed to check all disposable set connections for a secure fit before beginning peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.